Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9-feb-2026 arthrex was notified of a published case series from switzerland evaluating a fusionless lumbar stabilization method for patients with low-grade degenerative spondylolisthesis. In this retrospective study, conducted at balgrist university hospital and the university spine center zurich (switzerland), the surgeons used an allograft-based trans-spinous process vertebropexy technique, reinforced with arthrex fiber wire no. 2, to stabilize the spinous processes following lumbar decompression. A total of twenty patients were included. One patient required revision surgery due to a facet joint cyst compressing a nerve root. Eleven patients experienced spinous process fractures following the procedure; however, these fractures did not negatively affect overall clinical improvement or patient-reported recovery at follow-up.